Event description:
Patient in today for venofer infusion. #24 piv inserted to dorsum of right hand via clean technique without issue. When flushing IV, some leaking around insertion site noted but stopped. A few minutes after venofer infusion started, piv started leaking again. Upon closer examination it appeared to be leaking from the IV hub. Piv removed, entire catheter intact. Defective IV saved and given to [redacted name] rn. Lot # 3059790 exp [redacted date].